Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) was in drain three of four on the home choice (hc) and that therapy should have been over by that time. The technical service representative (tsr) reviewed the programming. The fill volume (fv) was 2000ml and the drain volume (dv) was 3312ml. This drain volume met criteria for an increased intra-peritoneal volume (iipv) event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis could not be performed. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported iipv event could not be determined with the available information. If additional relevant information is obtained, then a follow-up MDR will be submitted.